Event description:
This hospital reported that, directly after a suctioning procedure, this unit "blanked out" and stopped cycling. This patient was not being ventilated for approximately 10 seconds, and showed signs of cyanosis. This patient was bagged and quickly recovered.